Event description:
Dw-ing a stent removal procedure performed for stone by dr. (B)(6) "frequent stone former patient. Stent removal and reimplant every 3 months. Physician (dr. (B)(6) was implanting cook black silicon and has been removing very incrusted." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).